Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was symptomatic (the reporter was uncertain whether the patient had pain or discomfort, therefore "symptomatic" was used as a generalization) post-operatively. The plan was to remove a screw and plate from a synthes variable angle - locking compression plate (va-lcp) olecranon that appeared to violate the joint surface as well as the removal of a synthes radial head and stem implant. No reason was provided for the radial head and radial stem removal. No additional information is available. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
(B)(6). Patient weight is not available for reporting. This report is for one (1) unknown screw. Part and lot number is unknown. Without a valid part and lot number, the UDI is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had received a synthes variable angle - locking compression plate (va-lcp) olecranon plate on an unknown date. The patient was symptomatic post-operatively and was recommended to see another surgeon. A follow-up x-ray was performed on an unknown date. It could not be determined whether the screw of a variable angle locking compression plate va-lcp olecranon plate or the plate alone impinged on the joint surface. The new surgeon planned a removal of hardware on (B)(6) 2017. This report addresses the revision surgery due to impingement. The device malfunction during revision has been captured under the linked (B)(4). This report is for one (1) unknown screw. This is report 1 of 2 for (B)(4).